Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an auto accident and the ipg shifted in the ipg pocket. The patient experienced pain and swelling at the ipg site. As a result, the patient's ipg was explanted and replaced with a different model. The ipg pocket was irrigated during the surgery. Follow-up revealed the patient's issue was resolved by surgical intervention.